Event description:
It was reported the patient hadn¿t had any falls or trauma and just suddenly developed a fluid filled bleb over the weekend. The bleb was directly over where the catheter entered the spine. The patient¿s health care provider (hcp) saw the patient on (B)(6) 2015 and ¿some¿ imaging was done via ultrasound. A radiologist reportedly told her that it appeared the fluid filled bleb ¿communicated with the intrathecal sac¿. The patient¿s hcp wanted to have the patient seen by a neurosurgeon and the patient¿s managing hcp had attempted to reach out to multiple neurosurgeons. The hcp was told a neurosurgeon would see the patient but rather the bleb was just drained and packed. The fluid had been clear that was coming from the site but no culture results had come back yet. The patient did not have fever it was noted. The patient was being treated with bactrim and was doing well however the managing hcp was very concerned. The patient¿s pump had last been refilled on (B)(6) 2015. There were no symptoms of withdrawal and no spinal headache. It was noted the patient is nonverbal but was smiling and again it was noted they were doing well. The health care provider (hcp) at the time of report was still reportedly hoping for the patient to see a neurosurgeon. It was also reported the hcp had been ¿told by some neuro surgeons to pull the catheter¿. The patient was hospitalized at the time of report; they were inpatient and being monitored for signs of infection. They were waiting for the culture results and deciding next steps. At the time of report, the managing hcp was struggling to find someone that might see the patient. The device system was used to deliver lioresal. Additional information has been requested regarding what additional interventions and/or an action were taken to resolve the event but was not available as of the date of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).